Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the batteries inside the battery compartment of the purely yours breast pump began leaking fluid when she used it on battery power. Customer denies burn, injury or property damage when this event occurred.

Manufacturer narrative:
The returned breast pump functioned within ameda specifications. No evidence of malfunction or thermal event was observed. It was visually confirmed that a dark grey substance was present on the battery compartment area. Because the batteries were not returned, engineering cannot confirm if a battery placed in the pump leaked. Additional testing supports that the misplacement of a battery can cause battery leakage.